Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-00557. It was reported that the patient's ipg has reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention was taken where the ipg was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.